Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-09963 and 2134265-2016-09962. It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the arteriovenous fistula in the arm. Aspiration was initiated inside the body. However, after approximately 30-40cc was used, an error message to check saline supply was displayed. Two additional avx® thrombectomy sets were selected and aspiration was initiated; however, the same error message was received after approximately 30-40cc was used with both catheters. The procedure was completed with another of the same device. There were no patient complications and the patient was not harmed.